Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that daughter called and reported her son was on top of the lift and the screw to hold the advance snapped in half, and he fell on the floor. She states her daughter and son-in-law were moving her son from the bed to the chair when he fell. Maria mentions her daughter had to call the police to help pick the patient up from the floor. Complaint # (B)(4) and ra# (B)(4) was entered into our system to have the lift returned for investigation.